Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Dexcom representative confirmed patient had multiple applications running in the background. Dexcom representative advised the patient to close all applications and to try to pair the devices again with only the g5 application running. No additional patient or event information is available.